Event description:
It was reported that noise was observed on the atrial lead. No intervention was reported. The patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).